Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and autoimmune disorder ('autoimmune disorder') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: type of test: other (please describe) ¿ unsure result-it wasn't good then so I had to have my tubes tied in 2013. Concurrent conditions included obesity. Concomitant products included oral contraceptive nos. On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2016, the patient experienced chest pain ("autoimmune disorder, blood or heart disorder/condition-type: chest pain"), alopecia ("hair loss") and palpitations ("heart issues/ heart palpitations"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), allergy to metals ("metal/ nickel allergy"), hypersensitivity ("allergic or hypersensitivity reaction"), rash ("rashes or skin conditions/ skin rashes"), dysmenorrhoea ("dysmenorrhea(cramping)"), depression ("other injury(ies) or complication please describe: depression") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune disorder, allergy to metals, hypersensitivity, chest pain, rash, dysmenorrhoea, depression, palpitations and abdominal pain upper outcome was unknown and the alopecia was resolving. The reporter considered abdominal pain upper, allergy to metals, alopecia, autoimmune disorder, chest pain, depression, dysmenorrhoea, hypersensitivity, palpitations, pelvic pain and rash to be related to essure. The reporter commented: results of essure confirmation test- other (please describe) it wasn't good then so I had to have my tubes tied in 2013 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. Imaging procedure - in december 2012: results of essure confirmation test- not provided.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: previously reported event- skin disorder was replaced with specific event skin rashes, previously reported event- heart issues was replaced with specific event palpitation, newly added events- pelvic pain female, lab data was added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and autoimmune disorder ('autoimmune disorder') in an adult female patient who had essure (batch no. 58565-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: type of test: other (please describe) ¿ unsure result-it wasn't good then so I had to have my tubes tied in 2013. Concurrent conditions included obesity. Concomitant products included oral contraceptive nos. On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2016, the patient experienced chest pain ("autoimmune disorder, blood or heart disorder/condition-type: chest pain"), alopecia ("hair loss") and palpitations ("heart issues/ heart palpitations"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), allergy to metals ("metal/ nickel allergy"), hypersensitivity ("allergic or hypersensitivity reaction"), rash ("rashes or skin conditions/ skin rashes"), dysmenorrhoea ("dysmenorrhea(cramping)"), depression ("other injury(ies) or complication please describe: depression") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune disorder, allergy to metals, hypersensitivity, chest pain, rash, dysmenorrhoea, depression, palpitations and abdominal pain upper outcome was unknown and the alopecia was resolving. The reporter considered abdominal pain upper, allergy to metals, alopecia, autoimmune disorder, chest pain, depression, dysmenorrhoea, hypersensitivity, palpitations, pelvic pain and rash to be related to essure. The reporter commented: results of essure confirmation test- other (please describe) it wasn't good then so I had to have my tubes tied in 2013 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. Imaging procedure - in (B)(6) 2012: results of essure confirmation test- not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and autoimmune disorder ('autoimmune disorder') in an adult female patient who had essure (batch no. 58565) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: type of test: other (please describe) ¿ unsure result-it wasn't good then so I had to have my tubes tied in 2013. Concurrent conditions included obesity. Concomitant products included oral contraceptive nos. On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2016, the patient experienced chest pain ("autoimmune disorder, blood or heart disorder/condition-type: chest pain"), alopecia ("hair loss") and palpitations ("heart issues/ heart palpitations"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), allergy to metals ("metal/ nickel allergy"), hypersensitivity ("allergic or hypersensitivity reaction"), rash ("rashes or skin conditions/ skin rashes"), dysmenorrhoea ("dysmenorrhea(cramping)"), depression ("other injury(ies) or complication please describe: depression") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune disorder, allergy to metals, hypersensitivity, chest pain, rash, dysmenorrhoea, depression, palpitations and abdominal pain upper outcome was unknown and the alopecia was resolving. The reporter considered abdominal pain upper, allergy to metals, alopecia, autoimmune disorder, chest pain, depression, dysmenorrhoea, hypersensitivity, palpitations, pelvic pain and rash to be related to essure. The reporter commented: results of essure confirmation test- other (please describe) it wasn't good then so I had to have my tubes tied in 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. Imaging procedure - in (B)(6) 2012: results of essure confirmation test- not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-apr-2020: pfs received-lot number was added. Reporters was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and autoimmune disorder ('autoimmune disorder') in an adult female patient who had essure (batch no. 58565-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: type of test: other (please describe) ¿ unsure result-it wasn't good then so I had to have my tubes tied in 2013. Concurrent conditions included obesity. Concomitant products included oral contraceptive nos. On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2016, the patient experienced chest pain ("autoimmune disorder, blood or heart disorder/condition-type: chest pain"), alopecia ("hair loss") and palpitations ("heart issues/ heart palpitations"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), allergy to metals ("metal/ nickel allergy"), hypersensitivity ("allergic or hypersensitivity reaction"), rash ("rashes or skin conditions/ skin rashes"), dysmenorrhoea ("dysmenorrhea(cramping)"), depression ("other injury(ies) or complication please describe: depression") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune disorder, allergy to metals, hypersensitivity, chest pain, rash, dysmenorrhoea, depression, palpitations and abdominal pain upper outcome was unknown and the alopecia was resolving. The reporter considered abdominal pain upper, allergy to metals, alopecia, autoimmune disorder, chest pain, depression, dysmenorrhoea, hypersensitivity, palpitations, pelvic pain and rash to be related to essure. The reporter commented: results of essure confirmation test- other (please describe) it wasn't good then so I had to have my tubes tied in 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. Imaging procedure - in (B)(6) 2012: results of essure confirmation test- not provided. Lot number 58565 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy') and autoimmune disorder ('autoimmune disorder') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: type of test: other (please describe) ¿ unsure result-it wasn't good then so I had to have my tubes tied in 2013. Concurrent conditions included obesity. Concomitant products included oral contraceptive nos. On (B)(6) 2012, the patient had essure inserted. In 2016, the patient experienced chest pain ("autoimmune disorder, blood or heart disorder/condition-type: chest pain"), alopecia ("hair loss") and cardiac disorder ("heart issues"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("allergic or hypersensitivity reaction"), skin disorder ("rashes or skin conditions"), dysmenorrhoea ("dysmenorrhea(cramping)"), depression ("other injury(ies) or complication please describe: depression") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). At the time of the report, the allergy to metals, autoimmune disorder, hypersensitivity, chest pain, skin disorder, dysmenorrhoea, depression, cardiac disorder and abdominal pain upper outcome was unknown and the alopecia was resolving. The reporter considered abdominal pain upper, allergy to metals, alopecia, autoimmune disorder, cardiac disorder, chest pain, depression, dysmenorrhoea, hypersensitivity and skin disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2019: pfs received. Product indication and essure implant date updated. Essure explant date added. Following events were added: allergic or hypersensitivity reaction, autoimmune disorder, blood or heart disorder/condition-type: chest pain, nickel allergy, rashes or skin conditions, dysmenorrhea (cramping), hair loss, other injury(ies) or complication please describe: depression, heart issues and stomach pain. Previously reported event injury to herself was updated to pain. Event onset date were added. Event severity added for: autoimmune disorder, blood or heart disorder/condition-type: chest pain. Event outcome added for: hair loss. Concomitant drug added. Reporters added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.